Event description:
This notification is being reviewed due to the device requiring preventive maintenance. No allegations or indications of malfunction or patient harm have been reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed, along with a failed test step regarding a failure of the internal battery. The device's internal battery needs to be replaced to address the issue. The customer refused any repairs.